Event description:
In the event it was reported that after use of ah 26, the material did not harden, possibly causing post-operative pain in a pt; the pt was treated with antibiotics.

Manufacturer narrative:
Because evaluation of the device involved is not complete as of this report and since this issue could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should to recur. As such, this event meets the criteria for reportability per 21 part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.